Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experienced an occlusion issue, and occlusion troubleshooting indicated an issue with the infusion set site. The patient noticed symptoms 3 or more hours after insertion. The site was inserted in the abdomen. The patient regularly rotates site locations. The site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient resolved the issue by changing the soft cannula infusion set and resuming insulin. No further information available.